Event description:
A cartridge change error was reported with the pump. The customer¿s blood glucose level was impacted, reaching 371 mg/dl. The customer planned to contact their healthcare provider and was instructed by technical support to inspect and clean parts of the pump. Following these instructions, the customer successfully completed the load process and resumed insulin use.